Manufacturer narrative:
The report of a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was reproduced during functional testing of the autopulse platform (sn (B)(4)). Review of the retrieved archive data confirmed multiple occurrences of ua 7 error messages on (B)(6) 2018 and not on the reported event date of (B)(6) 2018, thus confirming the reported event . Evaluation of the platform during initial power up, revealed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the display screen. A load characterization check was performed on the platform and identified a defective load cell. As part of routine service during testing, the device was examined and found physical damage. This issue is indicative of mishandling and is unrelated to the ua 7 error message. Upon customer approval, the load cell and the damaged part will be replaced and the platform will be further functionally tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
During routine testing, the customer reported that the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. The user was unable to clear the ua 7 error message. No patient involvement.